Event description:
In (B)(6) of 2003 I received saline implants under the muscle. Over the years, many things happened to my health that sent me to various specialists and caused symptoms such as shortness of breath, inflammation, arthritis like joint pain, swollen glands, burning in my armpits and chest area, irritable bowel, leaky gut, rashes, trouble swallowing, throat clearing, weakness in shoulders, and more. FDA safety report ID # (B)(4).